Event description:
It was reported that there was an alert for oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a d224drg implantable cardioverter defibrillator: (B)(4) 2010; a 6940 implantable tachy lead, (B)(6) 1999. (B)(4).